Manufacturer narrative:
(B)(4). Model #: m55053; manufacture date: 8/25/2015; expiration date: 7/25/2020. Cartridges: batch # m54r52; lot # m4hy5t; expiration date: 7/12/2020; manufacture date: 8/12/2015. Conclusion: the analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that (B)(4) tcr75 sterile reloads were received in good visual condition. One cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when they fired the device they noticed that the first 1.5 cm of the cut line had no staples. The rest of the cut line had staples. Cartridge probably had no staples in the proximal part of the cartridge. Surgeon needed a second staple line due to that the first one had missing staples at first 1.5cm of the cartridge. This resulted in a hole in the intestine. There were no adverse consequences for the patient reported.